Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available; and we are not able to determine the root cause of this event. Should further relevant info become available, a supplemental medwatch report will be filed.

Event description:
Clinical study # 202244. It was reported that 1623 days after a coronary drug eluting stenting treatment procedure, the pt had a myocardial infarction (mi) and required a target vessel reintervention (tvr). The index procedure treated a 3.5x12mm, 80% stenosed lesion in the mid right coronary artery (mid rca) with predilation and placement of an express2 3.5x16mm bare metal stent with 0% residual stenosis. At 1623 days, after the index procedure, the pt presented to an outlying hosp with severe, worsening chest pain. EKG showed an inferior mi and the pt was transferred to the study hosp for energent coronary angiography. Coronary angiography revealed 99% in-stent restenosis in the mid rca. After predilation, two taxus 3.5x24mm and 3.5x12mm stents were placed in the target lesion and then post-dilated with residual stenosis of 0%. The pt was discharged 2 days later. The physician noted, it was possible the serious adverse event was related to the device. No further info about event is available at this time.